Manufacturer narrative:
The customer alleged the unit had high bgs and no delivery alarm on the event date of (B)(6) 2021. Unit passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. Successfully download history files and traces using thus. No unexpected no delivery alarms were noted during testing, however, a no delivery during priming on (B)(6) 2021 at 10:49:44.000 was present in the history/trace file. The unit was cut open with no anomalies noted on electronics. Tested with a test p-cap locked in place properly. The unit was received with the pillowing keypad and cracked keypad overlay, missing display window/cover, missing/broken belt clip plate weld, and cracked retainer. The unit was not confirmed for unexpected no delivery and high bgs alarm during testing. Unit passed required testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated that the insulin exited from tubing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.